Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ultra fast fix t2 did not triggered. All t's were removed. There was no delay or patient injury reported.

Manufacturer narrative:
Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. Depth limiter has been removed. No suture or ts were returned for examination. Dimensional assessment of the needle confirmed it met print specifications. This investigation could not identify any evidence of product contribution to the reported problem.